Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Additional code: img g02005 is for product ID nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mastoid procedure with two-channel facial nerve monitoring was being performed. Approximately 10 minutes into the procedure the "patient interface fault detected" error message appeared and would not clear. The circulating nurse tried using the electrode check button, but the error message still did not clear. The pi was connected by cord before the system was turned on and throughout the procedure. The reference number and lot number of the electrodes used is unknown, but the nurse confirmed they were a medtronic product. The or in this facility has significant electrical interference from the numerous equipment, so wired/corded connection to the pi is always employed. A nim 3.0 was used to complete the case. In biomed, the vital was powered on and the issue could not be replicated. The pi appeared to be functioning normally again when connected to a patient simulator. There was delay of 10 minutes. There was no patient injury.